Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is(B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that after wearing the pod on the hip/buttocks area between 24 and 36 hours, the site was painful and infected. The patient was prescribed antibiotics (clindamycin tablets) to be taken for 10 days, being able to only take one tablet due to experiencing a problem with the esophagus feeling a burning sensation. The patient then returned to the doctor, who removed the infection physically.